Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault was confirmed via log file analysis. The modular cable was not returned for analysis; however, a log file was submitted and downloaded from the returned system controller (serial number: (B)(6)) for review. A review of the log files showed overlapping events spanning approximately 2 days ((B)(6) 2021, (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 were recorded during testing at abbott. Intermittent driveline communication fault alarms activated on (B)(6) 2021 at 15:28:47 due to a com a fault and remained active until the driveline was disconnected on (B)(6) 2021 at 16:45:02; however, the alarms did not affect the controller¿s ability to operate the pump at the set speed while the driveline was connected. No other notable alarms were active in the log file. Additional information provided on 25oct2021 stated that the modular cable and system controller were exchanged and that the exchange resolved the reported alarms. Additional information provided on 04jan2022 stated that the modular cable would not be returned for evaluation. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were unable to be reviewed due to a lot number not being provided for the modular cable. Heartmate iii instructions for use (IFU)section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-06482. It was reported that log files were sent in for review with concern of driveline communication fault alarms. Starting at 15:28 on (B)(6) 2021, driveline communication fault alarms occurred. Technical services suggested a system controller and modular cable replacement be provided to resolve the issue. There was no interruption of pump support during these events. The system controller and modular cable were exchanged which resolved the issue.